Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that a vertical rupture occurred at 6 atmospheres for 30 seconds upon first inflation, in the middle part of the device. The device was removed without any problem and the procedure was completed with a different device. No patient complications reported.